Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, which resolved the issue, and they were instructed to monitor for any recurring malfunctions.